Event description:
Proceeding with ecp treatment without difficulty using cellex via neostar cvc. When attempting to inject uvadex photosensitizing agent into needle-less port on treatment bag, discovered port was not patent, unable to use it. Had to inject into other port on bag, necessitating use of spiked tubing, stopcock, and several saline flush syringes. Was able to complete ecp w/ no harm to patient. However, this method of injecting uvadex takes longer, is cumbersome and potentially increases risk of altered uvadex dose, contamination, and dilution of buffy coat specimen, this kit is being returned to therakos via biomed for evaluation.